Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc sensor detached prematurely after seven days of wear. Due to this, the customer required third-party intervention from someone other than themselves. No additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of the event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc sensor detached prematurely after seven days of wear. Due to this, the customer required third-party intervention from someone other than themselves. No additional information was reported. There was no report of death or permanent injury associated with this event.